Event description:
Customer reported via phone call, he was having issues removing the battery cap from the insulin pump. During the call he mentioned at church he had experience low blood glucose of 43 mg/dl. The battery was low and he might have not been receiving insulin. Troubleshooting was performed for low and no anomaly was noted. The device passed the displacement test. Customer was advised to discontinue use of the device if the battery was low and monitor the device closely if they continue use the device. The device is being replaced due to the battery cap anomaly. He agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device was received with normal operating currents and no alarms noted. The device had stripped battery cap at coin slot area, cracked reservoir tube lip, and minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.